Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea, vomiting, and fever. It is well established peritoneal dialysis (pd) patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy on the liberty select cycler at home as reported from the peritoneal dialysis registered nurse (pdrn). Touch contamination to the pd catheter is the leading cause of peritonitis experienced by pd patients. This is further evidenced by the presence of microorganism that is part of the natural flora of human skin. Due to the reported source of the infection, the liberty cycler set can be excluded as the cause of this event. While the patient was diagnosed with peritonitis due to a complication (touch contamination) of their pd catheter (not a fresenius product), the cause of the patient¿s sepsis is unknown. There was no report the patient's diagnosis of sepsis was related to peritonitis as the physician's assessment listed sepsis and peritonitis mutually exclusive in the hospital documentation. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A patient contact reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient presented to the emergency department with symptoms of abdominal pain, nausea, vomiting, and fever. Peritoneal effluent fluid cultures taken in the emergency department on (B)(6) 2020 presented with staphylococcus epidermidis and a white blood cell (wbc) count 8100/mm3. The patient was diagnosed with peritonitis due to a complication of their pd catheter (not a fresenius product). It was reported the complication of the pd catheter involved touch contamination during ccpd therapy on the liberty select cycler at home. The patient was also diagnosed with sepsis, but the cause of sepsis was unknown. There was no report the patient's diagnosis of sepsis was related to peritonitis. The patient was prescribed intravenous (IV) vancomycin at 1000 mg every day and IV rocephin at 1000 mg every day (duration of medications not reported). The patient required a pd catheter reposition and underwent hemodialysis (hd) on a hospital provided hd machine (brand and model not reported) during this admission. The patient had an uneventful hospital course and was discharged to home in stable condition on (B)(6) 2020. It was reported the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has resumed ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The cycler underwent and passed a system air leak test and balloon valve actuation test. An as-received simulated treatment was performed and passed without further alarms or issues. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the rear panel and on the inside of the top cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.